Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6 h4: device manufacture date - the lot was manufactured between october 7-8, 2024 h11: the actual device was received for evaluation; however, the customer did not return the flow restrictor (a critical device component that controls the flow of fluid). Without the flow restrictor, a functional flow test could not be performed on the returned device in order to verify the complaint report of a flow issue. Therefore, root cause for this complaint report could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had 130 ml drug inside the bladder without infusion. The issue occurred during patient infusion. The device was filled with fluorouracil and 44 ml saline having a total volume of 144ml. The expected infusion time was 72 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.